Manufacturer narrative:
Citation: yokoyama et al. Prognostic value of ventricular-arterial coupling after transcatheter aortic valve replacement on midterm clinical outcomes. J am heart assoc. 2021 sep 21;10(18):e019267. Doi: 10.1161/jaha.120.019267. Epub 2021 sep 17. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding midterm outcomes for ventricular-arterial coupling after transcatheter aortic valve replacement (tavr). All data were collected from multiple japanese centers between october 2013 and may 2017. The study population included 1,378 patients who were predominantly female with a mean age of 85 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients 177 were implanted with a medtronic corevalve (n = 112) or evolut r (n= 65) bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, 247 deaths occurred during the three-year follow-up period. Eighty-nine of the 247 deaths were deemed cardiovascular. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: moderate to severe paravalvular leak (pvl) and hospitalization for worsening congestive heart failure (chf). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.